Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the patient's blood glucose dropped to 42 mg/dl at one point, which was treated with food. The patient's blood glucose has since increased to 180 mg/dl. The insulin pump also had a keypad anomaly; the keypad became unresponsive after a battery out limit followed by a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly however, found corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with unexpected battery out limit alarm and low battery alert noted. No time date setting anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.